Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release record product s were reviewed and the lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that she was hospitalized and diagnosed with high blood glucose that was not coming down. Treatment included an insulin drip. Her basal setting were also adjusted. She stated that when she pulls the strip out of the blood glucose meter on the pdm, she gets a meter error 3 on the screen and that she does not have a backup meter. The patient's levels reached 465mg/dl and 6.25 units were given via the pdm at 2:40am. After correction, her blood glucose was 166mg/dl in the morning.